Event description:
A 3.0mm diameter x 30mm length ave micro stent ii was inserted into the circumflex coronary artery. It was not possible to cross the lesion due to severe calcification of the lesion. Therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in the circumflex coronary artery. A smaller diameter ptca balloon was inserted into the stent in an attempt to retrieve it from the coronary artery, resulting in stretching and displacement of the stent halfway into the left main and halfway into the aorta. The pt began to exhibit significant EKG changes with complaints of chest pain. Subsequently, the pt went to surgery for removal of the stent and a triple bypass surgery. The pt tolerated the surgery well, and there was no add'l clinical sequelae reported relative to the event.